Event description:
Reportedly, the surgeon first fired the device properly with a 4.8mm staple cartridge and the device was then loaded with a 3.5mm staple cartridge. When the surgeon attempted to apply the device he was unable to squeeze the handle/trigger at all. The 3.5mm staple cartridge was removed and it was observed to have the yellow pusher bars extended, indicating the cartridge had previously been fired. The device was then loaded with a new staple cartridge and the instrument fired correctly. There were no adverse effects to patient as a result of this incident. The inability to squeeze the handle when a previously fired staple cartridge is loaded into the stapler is a failsafe mechanism. This feature is designed to prevent the user from inappropriately applying the device during use.